Event description:
It was reported that when using the combination of camera head and video processor, the screen went black during use for about two hours after the start of a surgery. The device was restarted which resolved the issue and the procedure was completed without any impact to the patient. There were no reports of patient harm.

Manufacturer narrative:
Related patient identifier: (B)(4) non health care professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, numerous scratches on the electrical contacts of the video connector suggest that a contact failure occurred when connecting to the video processor, resulting in the inability to communicate properly and the blackout on the screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.